Manufacturer narrative:
(B)(4). Date of manufacture for both devices: 6 september 2007. Method: the complaint iw933 cosycot infant warmers were returned to our service center in (B)(4), where they were inspected by a trained service engineer. The heating elements and the harness connectors were then returned to fisher & paykel healthcare in (B)(4) where they were visually inspected and the resistance of the heating element was measured. Results: visual inspection of the returned devices revealed that the harness connectors were discoloured. Non-fph electrical wiring and electrical tape were found on one of the harness connectors. The resistance of both heating elements was within specification. A lot check revealed no other complaints of this nature for the lot information provided. Conclusion: based on the inspection carried out, one of the harness connectors was repaired by the hospital staff. The upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. Previous investigations of similar complaints revealed that the discoloured harness connectors of the infant warmers were most likely the result of arcing that occurred between two electrical contacts, leading to contact failure. The arcing was most likely caused by a poor connection. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). The entire harness is enclosed in a ul v-0 rated fire retardant enclosure. Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming. Upon replacing the damaged components, the two iw933 cosy cot infant warmers were returned to the customer after passing the necessary safety and performance checks.

Event description:
A healthcare facility in (B)(6), reported that two iw933 cosycot infant warmers displayed and e17 error code. One was found on (B)(6) 2015 and the other on (B)(6) 2016. They further reported that upon opening the units they noticed that the harness connectors were discoloured and have requested repair of the devices. This was found before patient use.

Manufacturer narrative:
(B)(4). The complaint iw933 cosy cot infant warmer heater heads were recently returned to our service center in (B)(4), for repair. Our evaluation is currently in progress and we will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6), reported that two iw933 cosycot infant warmers displayed and e17 error code. One was found on (B)(6) 2015 and the other on (B)(6) 2016. They further reported that upon opening the units they noticed that the harness connectors were discoloured and have requested repair of the devices. This was found before patient use.